Event description:
Account experiencing receiving low control and patient recovery for calcium and discrepant results for sodium. The following two patient examples were provided: patient 1, initial calcium result gave 6.8 mg/dl; sample repeated twice giving 7.3 and 7.6 mg/dl. Initial sodium gave 134 mmol/l. Sample repeated twice giving 141 and 135 mmol/l. Patient 2, initial calcium result gave 6.2 mg/dl; sample repeated twice giving 6.5 and 6.9 mg/dl, initial sodium gave 127 mmol/l, sample repeated twice giving 135 and 128 mmol/l. No adverse events reported in association with the incorrect results. The field service rep was unable to determine root cause. Performance tests were performed and within specification.